Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms or motor error alarms were noted. The motor was tested outside the device and passed. The device received with all buttons responding properly with no button error or unexpected error alarms. The insulin pump had cracked battery tube threads and severely scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm and a motor error alarm. The blood glucose at the time of the incident was 500 mg/dl. The customer's high blood glucose symptoms include vomiting and ketones. She gave herself a manual injection and changed the infusion set twice but her blood glucose levels were still high. For the high blood glucose troubleshooting, the high pressure test passed and the bolus history was correct. The customer stated that a plastic piece of the reservoir broke when she took out the reservoir. Advised the customer to call when the reservoir gets damaged so she can replace the insulin pump. During troubleshooting for the motor error, the customer was able to rewind the pump. Troubleshooting was able to resolve the issue. The device was returned for analysis.